Event description:
It was reported that during use the catheter could not be inserted into the introducer. As a result, the surgeon decided not to use the catheter in the case. There were no adverse pt consequences as a result.

Manufacturer narrative:
Conclusion code: the return of the product upon which this medwatch is based is anticipated. Further info received or derived from the evaluation will be provided with a supplemental 3500a form.